Event description:
Received a copy of the customer's med watch report (uf# (B)(4)) from FDA which states," registered nurse walked into patient's room, patient's alaris pump was off. Pump was plugged into wall. Registered nurse turned pump on and the pump turned off without alarming. There was a patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's med watch report (uf# (B)(4)) from FDA which states," registered nurse walked into patient's room, patient's alaris pump was off. Pump was plugged into wall. Registered nurse turned pump on and the pump turned off without alarming. There was a patient involvement but no harm.